Event description:
During troubleshooting of an incomplete prime, the home patient (hp) revealed that the patient line fell to the floor and the cap loosened. Solution came out of the patient line. The hp said it seemed like the cap was not on very well because the white part was a little crushed. The hp said she did not look at the cap or top of the patient line before it fell, so she only noticed the damage after. The hp said the cap looked crooked when she went to pick it up, and when she tried to tighten it wouldn't go on any further. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was requested, but was not available. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for a leak was not confirmed and the root cause could not be identified. The lot number was unknown; therefore, a batch review was not conducted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.